Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a spontaneous onset of ventricular fibrillation and received a shock. It was noted that the ventricular fibrillation began again and there was undersensing due to the morphology with no therapy delivered. It was reported that the patient subsequently died with the cause of death reported as untreated ventricular fibrillation. The nurse reported that there was no lead issue and the undersensing was due to the fine ventricular fibrillation morphology.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead; product ID 5076-52, implanted: (B)(6) 2008; implantable pacing lead; product ID 419478, implanted: (B)(6) 2008. (B)(4).